Event description:
It was reported that during a total gastrectomy procedure, after the firing, a hole was found on the esophagus side. It was not on the staple line. When additional suture was performed to the hole, another hole was found on the anastomosis site. As it was bigger than the first hole, another device was used to anastomose again. The staples had been on all circumferences of the jejunum, but partially not b-formed as the part of the tissue had been piled up. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.